Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump received a button error alarm. The patient's blood glucose at the time of incident is unknown. The customer requested information on his local medtronic representative in order to receive another insulin pump. The patient's mother agreed to return the insulin pump back for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces also with cracked and bleeding lcd glass. No button error alarm noted. The insulin pump had cracked battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.